Event description:
It was reported that the left ventricular lead had a progressive rise in threshold becoming high as well as failure to capture. Reprogramming was performed to increase the thresholds and change polarities multiple times. The lead remains in use. The patient is a participant in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and replaced.